Event description:
The hosp has noticed an increase in arm swelling and redness after catheter has been placed for 6 weeks. They are placing the catheter in the basilic vein. The phlebitis is starting anywhere from the insertion site to the brachial all the way to the subclavian vein.